Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated and the physician indicated that half of the battery life had drained because, the battery should last at least eight years and that there should be a problem with the device. However, a carelink transmission report showed normal battery depletion. The patient was informed that ICD battery is ok. No actions were taken, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).